Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter, since no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Issue reported:catheter inserted in surgery found cut at the level of the conical tip three days after insertion. The surgeon was called to make up a junction to make sure it remains connected until the day after. Additional information indicates that the funnel detached from the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: catheter inserted in surgery found cut at the level of the conical tip three days after insertion. The surgeon was called to make up a junction to make sure it remains connected until the day after. Additional information indicates that the funnel detached from the catheter.